Event description:
An end user stated there was residue from mass left on his skin.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. Based on the available information the medical determination is that a recurrence of this malfunction is not likely to lead a serious injury or death. Product end users are advised on the steps to take whenever a skin appliance becomes difficult to remove; namely to adequately moisten with saline or water to help with removal. If forcibly removed without adequate moistening, the patient may have pain/skin strip but this should not lead to a serious injury to patient. From a preliminary clinical perspective, a causal relationship between the s4s/sur-fit natura 2 pc- 2 pc durahesive (dh) moldable wafer and this event is deemed possibly related because product use is temporally associated with the part of the skin where the problem occurred; however no information is known regarding de/rechallenge. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
Additional information received on october 28, 2015. The product associated with batch 3b01188 was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).